Manufacturer narrative:
Device was used for treatment, not diagnosis. The received instruments were involved into three different events. The last of the three events, (B)(4), was confirmed due to the damage of the inner shaft. But because of this damage it is not possible to confirm the other two complaints as it has to be assumed that the shaft was still intact after these procedures. The manufacturing documents of both devices were reviewed and no complaint related issues were found. The received instruments were involved into three different events. A product development (pd) evaluation was performed as this event did lead to the damage of the inner shaft. During this evaluation a function test with the outer shaft and the trail implant was performed and the devices were functional as required. Based on that a product related issue at the trail implant can be excluded. An evaluation of the totally damaged inner shaft is not possible anymore in regards to the complaints ((B)(4)) that occurred before the event of (B)(4). It can only be assumed the inner shaft was still intact during these events. This complaint is not confirmed. However, it is also likely that the mentioned jamming was caused during the insertion of the cage when the angle of the applicator to the sagittal plane was below the recommended 10 degrees. Additionally an over-rotation of the cage (more than 90 degree relative to the sagittal plane) eventually caused a jamming of the t-pal cage to the applicator. As per the technique guide; maintain 10 ¿15° between the applicator handle and the sagittal plane during implant insertion. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The exact root cause of this complaint cannot be defined due to the damage of the inner shaft. The performed evaluation of (B)(4) does indicate that an over-rotation of the cage (more than 90 degree relative to the sagittal plane) eventually caused a jamming of the t-pal cage to the applicator. Device arrived for investigation on september 22, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing site: (B)(4). Manufacturing date: april 05, 2011. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the cage was inserted successfully, but when trying to remove the applicator shaft the surgeon was unable to. Eventually the surgeon removed the applicator and cage altogether and restarted the process with the alternative applicator that was in the set. The procedure was successful on the second attempt and the cage remained in the patient. The surgery was prolonged about five (5) minutes; the patient was not harmed and is reported as fine. Concomitant reported parts: t-pal applicator outer shaft (part 03.812.001, lot 9751114, quantity 1); t-pal applicator knob (part 03.812.004, lot 9877536, quantity 1) this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.